Event description:
It was reported that during an inferior turbinate reduction, the physician was utilizing a reflex ultra ptr arthrowand and complained that the energy emitted from the wand was not robust enough and was unable to properly control intra-operative bleeding. The procedure was ultimately completed with the assistance of a bovie pencil. No pt injury was reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. The device involved in this incident was reportedly discarded after the procedure was completed.